Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3387s-40, lot# va0khvm, implanted: (B)(6) 2015, product type lead. Product ID 3387s-40, lot# va0khvm, implanted: (B)(6) 2015, product type lead. Product ID 3708640, serial# (B)(4), implanted: (B)(6) 2015, product type extension. Product ID 3708640, serial# (B)(4), implanted: (B)(6) 2015, product type extension.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurost mulator (ins). It was reported that some electrodes were out of range 0 <(>&<)>1 at 35 ohms. It was unknown what led to or contributed to this issue. The impedances were tested at 3v. Created new group not using electrode 1. Interventions/actions taken was the new group without using electrode 1. The issue remained unresolved. No patient symptoms or further complications were reported as a result of this event.